Event description:
Per the customer, there were very low numbers in the canisters from cases in the or. The customer reported the qbl for the canister scan was around 4mls for the case and are concerned because multiple laps were used and the canisters were also around 1000ml total volume. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, there were very low numbers in the canisters from cases in the or. The customer reported the qbl for the canister scan was around 4mls for the case and are concerned because multiple laps were used and the canisters were also around 1000ml total volume. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.